Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the visible air was observed. The faradrive steerable sheath was prepped in the usual fashion. During the exchange with the short 8fr sheath, the faradrive sheath was aspirated while the farawave catheter inserted, and air kept on leaking in the sheath. Reposition the farawave catheter, but air was still introduced during aspiration of the sheath. Eventually, the farawave catheter was removed, yet aspiration without the catheter still introduced air. The sheath was replaced, resolving the issue. There were no patient complications. The device is expected to return for analysis.